Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating a pre-existing surgical incision from a triple-bypass surgery. The patient's physician instructed that gauze should be placed over the irritation. The patient's medical outcome is unknown.